Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The collision protection of the flat-panel detector responded which led to the limited movement behavior described in the complaint. Unfortunately, it can no longer be clarified why the collision protection was defective or what caused the damage. A collision of the flat-panel detector with other objects would be conceivable, however, this can no longer be determined beyond doubt. The system was restored to its specified function on site by replacing the affected component. In addition, the spare parts consumption was checked and a possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee biplane system. During an interventional procedure, the user reported limited movement. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.